Event description:
On (B)(6) 2023, fujifilm healthcare americas corporation was informed of an event involving ec-760r-v/l. This report addresses the third of three events that occurred at the user facility using the same scope. It was reported that during a procedure the patient experienced an abrasion of the cecum that is suspected to have been caused by a sharp point on the distal end. The scope was switched causing a slight delay. Thereafter, the procedure was completed successfully without further incident. There is no death associated with the event. As such, this report is being submitted in abundance of caution.